Event description:
Reporter indicated a vns computer screen was freezing after interrogation. The screen freezing did not resolve with flashcard reinsertion or performing a soft reset. The handheld computer and flashcard have been returned and are currently in product analysis.